Event description:
The following medical condition was reported: pregnancy. The following stimulation condition was reported: the caller reports a loss of therapeutic effect. Redirected caller to patient's hcp. Consultant notified device registration of updated patient information. A field staff request was made.. Left message for field contact sent individual an e-mail. Pt states not having good pain relief, and she feels "the tingling down the front of my legs, so the dr says it needs to be recalibrated". Pt reports having pain in her back, which has been going on for awhile. Pt states things "were good when I was pregnant", but now that she has had the baby, "the pain is back and worse than before". Pt states, she was told by her doctor to contact the field rep to be at the appointment. From rep: we are seeing the patient thursday. It was further reported that the patient met with a manufacturer representative on 2013 (B)(6) for a reprogramming. After reprogramming, the patient reported better coverage and was receiving effective therapy. It was noted that the patient also met with a manufacturer representative on 2013 (B)(6) and an impedance check revealed several electrodes as out of range (oor) and despite attempting to program around the electrodes the patient was not getting appropriate coverage. The patient was referred to their health care provider for a lead revision and a battery replacement. It was noted that the patient was approaching end of life (eol) of their battery.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).